Manufacturer narrative:
D10 concomitant product: vloca208l, vloca208l v-loc* 180 2-0 abs reload20cm, (lot # n3m1917y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a total laparoscopic hysterectomy b/l salpingo-oopherectomy, the device was applied during the vaginal cuff closure step of the procedure. During the next to last pass, the needle broke within the tissues. A portion remained in the device. A second loading unit was used to fully close the cuff. No patient complications have been reported as a result of this event. The surgical time was extended for 30 minutes or more.

Manufacturer narrative:
Additional information: b2, b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a total laparoscopic hysterectomy with b/l salpingo-oophorectomy, the device was used for vaginal cuff closure when the needle broke during the next-to-last pass, leaving a portion within the tissue and another in the device; a second loading unit was used to complete the procedure. An x-ray was performed but the needle fragment was undetectable due to its small size.